Event description:
It was reported that the patient found the implantable cardiac monitor (icm) to be painful due to "electrical sensations" with movement at implant site. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.